Event description:
Received notification from distributor of event of "broke cryocyte bag". There was no pt involved. No sample is available but photos will be sent. Problem was noted after storage. Storage of container was in liquid nitrogen in mechanical freezer for 20 months. There was 31ml product in the bag and information stated, "this exceeds our limits for 50ml cryocyte bags (limit 10-20ml), but customer stated that they used different cassettes with another thickness-fill volume was validated by the customer and inside his specifications." "After long time storage in liquid nitrogen the cassette with the bag was stored in vapour phase of liquid nitrogen for 4 hours. Then it was taken out of the storage tank and the cassette was opened at this moment the bag bursted.